Event description:
It was reported by service report that the stair tread/tracks were stuck due to debris. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.